Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The reported audio issues is being reported under MFR# 3004753838-2017-50088.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient reported that their blood sugar went below 60mg/dl without alarming them and the bg meter had a high number. The patient did not provide the exact readings from the cgm and bg meter. It was indicated that the patient experienced signs and symptoms for low blood sugar. The patient stated that someone was near them that noted that their blood sugar was low and had the patient do a bg test that resulted in the 40's mg/dl. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.